Event description:
The device was used in a laparoscopic cholecystectomy. It was reported the device clips, from kit ftr32, were not closing all the way. A second device was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b3,6,7,d10-info not provided. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.